Event description:
It was reported that this right atrial (ra) lead exhibited spiked high out-of-range pace impedance measurements greater than 3,000 ohms. Whereas yesterday, it was 553 ohms and prior to that, had been trending stable in the 500 ohms range. Also, noted no change during threshold testing, thus no capture at maximum output was observed. It was suggested that this ra lead may have been severed when this patient underwent a mitral valve procedure one day prior. The ra lead damage was confirmed, as observed via an x-ray image showing the lead in two parts. Boston scientific field representative to discuss options with the physician. No additional adverse patient effects were reported. The device remains in service.